Manufacturer narrative:
The patient stated that on 2/6, she was given a starter kit with 6 v-gos and on her own volition because of limited supply, she has been wearing her v-go for over 24 hours and using insulin needles in conjunction with the v-go. The patient was advised to remove the v-go's every 24 hours but did not want to speak further about this. The patient declined to share the insulin type and was unable to provide the lot numbers or expiration dates of the v-gos in question." The ae assessor spoke with the patient for further investigation of this report, specifically to inquire about bg values from this complaint. The patient informed the ae assessor that during the time she has not been able to fill her vgo prescription, her bg has been in the 400 to 618 range. The patient was wearing one vgo 30 till empty, patient was not using bolus dosing so her vgo still contained insulin at the 24 hour mark. The patient stated she knows the vgo instructions state to change the vgo every 24 hours but she could not go without basal insulin delivery so she decided to use vgo for basal delivery only, and supplement with insulin for correction as needed by injection. Bolus insulin by injection dosages were not available; name of insulin not known at this time. The patient states the vgo devices were not empty at the 24 hour mark and continued to deliver basal dosing past 24 hours as evidenced by insulin gradually decreasing in the vgo viewing window. The patient. Medical history is positive for the following medical issues: chronic pain, chronic pancreatitis, type 3c diabetes, frequent dehydration. Patient's son reported the "seizure" to the hcp however the patient has not discussed this episode with her hcp herself. The patient denies a prior history of a seizure disorder and is not on seizure management medication. The ae assessor encouraged the patient to speak with her hcp regarding this "seizure" episode, her bp and her bg values. The vgo device the patient was wearing during the seizure when her bg was in the 500 range was disposed of and is unavailable for technical review.

Event description:
The patient reported that one day, her bg was in the 500 range, she was nauseated, had abdominal pain, was dehydrated, and patient was observed as having a seizure just after informing her son that she felt ill. Patient stated that as she laid down, she began "having a seizure". Her son called 911, the patient "stopped seizing", gained consciousness and was given IV fluids by ems. Type of fluids administered by ems is unknown. The patient states she declined going to the hospital.